Manufacturer narrative:
PMA/510(k) # k172665 investigation evaluation: the product said to be involved was returned in a white plastic bag with an open box and pouch from the lot number provided in the report. The label matches the product returned. The customer provided a photo of a box from the lot number provided in the report. A photo was also provided which shows that the distal end of the device and the cutting wire securing component (anchor) has separated from the catheter near the distal end. The distal end of the cutting wire is no longer connected to the sphincterotome catheter at the distal end. The securing component has a longer section and a shorter section therefore no part of the device appears to be missing. Our laboratory evaluation of the product said to be involved confirmed the cutting wire securing component located near the distal end of the sphincterotome has disconnected from the catheter. Due to the catheter and securing component disconnection, the distal end of the cutting wire is no longer connected to the sphincterotome catheter at the distal end. The securing component has a longer section measuring 3 mm and a shorter section measuring 2 mm therefore no part of the device is missing. The cutting wire also exhibits slight evidence of a cautery application (discoloration of the cutting wire was noted). A yellowish brownish substance was observed on the catheter near the distal end giving indication the device has been used. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record does contain a nonconformance that could potentially be related to the reported observation. The device goes through different inspections prior to leaving the facility. These inspections would have removed any nonconforming devices prior to distribution. Investigation conclusion: a visual examination of the returned device confirmed the cutting wire securing component has separated from the catheter. A definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Separation of the cutting wire securing component and the catheter can occur if the tip of the sphincterotome is over flexed. The instructions for use caution the user with the following comment: ¿do not over flex or bow the tip beyond 90 degrees, as this may damage or cause the cutting wire to break.¿ other factors that can contribute to separation of the cutting wire securing component and the catheter include manipulating the handle with the catheter in a coiled position or with the precurved stylet inside the cannulating tip. The instructions for use contain the following precaution: "do not exercise the handle while the device is coiled or the precurved stylet is in place, as this may cause damage to the sphincterotome and render it inoperable." The instructions for use advise the user with the following statement: ¿upon removing the device from the package, uncoil and straighten the sphincterotome. Carefully remove the precurved stylet from the cannulating tip.¿ prior to distribution, all fusion omni-tomes are subjected to a visual inspection and functional test to ensure device integrity. The functional test includes bowing the sphincterotome to ensure the distal end responds to handle manipulation. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp) procedure, the physician used a cook tri-tome pc protector. It was reported that the physician advanced the device through the duodenoscope to the duodenal papilla, and the device was put through the duodenal papilla and the physician discovered that the cutting wire was broken. The physician then changed to another one of the same device to complete the procedure. A picture was provided which shows the cutting wire anchor disconnected at the patient end of the device. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence